Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00k0b, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had ¿terrible¿ incontinence at night prior to implant and experienced no change in symptoms after implant. The patient met with her physician the day before to have the surgical site checked and have the implantable neurostimulator (ins) reprogrammed. After reprogramming, the patient stated that she could feel stimulation, but the amplitude was too strong and she didn¿t decrease it because the physician told her not to. The patient reported that since 6 am that day she had a lot of overactive bladder and barely made it to the bathroom. The patient¿s husband noted that at the reprogramming session, the hcp set it to program 2 and ¿made it alternating.¿ the patient felt stimulation all of last night, but didn¿t feel stimulation today. It was noted that the patient resumed taking her myrbetriq medication (25 mg). The patient reported she was on program 2 at 1.3 v. Additional information was received that reported the patient was still having concerns regarding her device and has been requesting the help of her doctor and manufacturer¿s representative. The patient had seen the doctor at least twice since implant and the therapy is not working. The patient¿s next appointment was scheduled for (B)(6) 2013. The patient stated the reprogramming session 10 days ago did not work. The patient¿s doctor told her to wait two weeks before adjusting stimulation, but the patient wanted to change it now because she could not feel any stimulation. Stimulation was increased from 1.3 v to 1.7 v on program 2, but the patient found the stimulation painful and uncomfortable. The patient switched to program 3 at 2.2 v. The patient could feel stimulation but wanted to increase it. The patient reported they couldn¿t sync the programmer. It was recommended the patient reposition the antenna. The patient noted her husband had parkinson¿s and it was hard for him to help her. The patient was going to set up an appointment with her doctor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).